Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed flow accuracy test was not reproduced. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. The event history log (ehl) review was performed. Event details and an event occurrence date were not provided, however a review of the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had inaccurate volume delivered during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.